Event description:
The customer reported via phone call that there was a hollow circle on the insulin pump and that she was changing the batteries in the insulin pump almost daily. The customer was also hospitalized on (B)(6) 2015 due to high blood glucose and diabetic ketoacidosis. The customer's blood glucose at the time of admission was over 500 mg/dl. The customer expressed short and fast breathing, puking, not being able to see, going to the restroom alone and not feeling well as symptoms of her high blood glucose. The customer further stated that she may have had a urinary tract infection but no full infection was detected. The customer was treated with an insulin drip and placed in the intensive care unit. The customer was advised to change the entire infusion set, reservoir, and insulin and then treat per healthcare provider's instructions. The customer was advised the insulin pump would be replaced due to a burning smell. The customer agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with a blank display due to a corroded battery cap contact. With a test battery cap, the insulin pump had a failed battery test alarm after a battery change due to a corroded battery tube. It was not possible to perform functional testing including the displacement test, rewind, basic occlusion, prime/force sensor system and no delivery tests due to the failed battery test alarm. No off no power, low battery, weak battery or battery out limit alarms were noted during testing. It was not possible to perform operating currents due to the failed battery test alarm. The insulin pump had a cracked case at the display window corner, a minor scratched lcd window, a cracked belt clip slot at the battery tube threads area and a cracked reservoir tube lip. No burning smell was coming from the battery tube, and no burnt components on the electronic assembly were noted.